Event description:
Pt was running a 24 hour bag of sodium chloride 0.9 % 500 ml with doxorubicin 19.8 mg, etoposide 98.5 mg, vincristine 0.8 mg chemo at 20.8 ml/h. Bag was hung on [date redacted] @ 1403. Bag finished early on [date redacted] @ 1145. Chemo pharmacy was notified. Pump states 51 ml remaining in bag. New pump was used when chemo bag was changed and old pump was sent to biomed. No harm to the patient.